Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It is reported that the patient stated that he found long white hair strands attached to the individual catheter wrappers; the patient stated he removed the catheter and pulled the hair off; the customer alleged that the catheters were compromised, because the hair was stuck to the packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It is reported that the patient stated that he found long white hair strands attached to the individual catheter wrappers; the patient stated he removed the catheter and pulled the hair off; the catheters were compromised. The hair was stuck to the packaging.